Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
Customer reported that she was hospitalized for high blood glucose. Customer stated that she has been receiving many no delivery alarms prior to the hospitalization. No further information was provided.